Event description:
The customer reported via phone call that there was a backlight anomaly on their insulin pump. The customer stated the status screen would go dark when pressing the light button from the home screen. The customer also reported they were unable to enter the main menu by pressing the act button when this occurs. The customer has tried several batteries, but the issue persisted. Customer stated the insulin pump was not in vibrate mode. The customer's blood glucose was unknown. The insulin pump will be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received with the back light feature functioning properly. All of the buttons functioned properly and no display anomaly noted. No cosmetic damage noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.